Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Treating healthcare professional reported a xen®45 gts event described as "6 cases of patients who had blocked xen" in unknown eye with a different implanting physician.